Event description:
It was reported that during the implant procedure, the physician found it difficult to get good sensing and had positioning difficulties with the right ventricular lead. It was suspected the lead had tissue in the screw. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.